Event description:
Additional information was received from the patient. Patient mentioned that the doctor had no clue about the issue and the medtronic tech resolved the issue, the tech pointed out the reset button on top of the recharger. Pt mentioned knowing how the reset function works resolved the issue. Pt mentioned they were 190 lbs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that for the past 3 weeks they have been having issues charging their implantable neurostimulator (ins) . Caller stated that it's taking longer to charge the ins and that they are seeing a message displays that displays empty battery replace the controller battery soon. Caller mentioned that they received a replacement controller in the past and the issue resolved for a while and now it has returned. Caller did not have equipment with them at the time of the call. Caller will call back for further troubleshooting. Technical services (tss) was unable to collect the model and serial numbers of the external equipment because pt did not have the equipment with them at the time of call. Pt called back stating they have their equipment. Pt repeated info about receiving equipment in the past for same error message, and that it resolved the replace controller batteries soon message for a while but now it's back. Pt added last friday controller went blank and they had to reset it. While on call, agent helped pt reset controller, controller was functioning as intended. Pt saw no device found, agent had pt connect recharger and hit recharge. Pt saw recharging excellent then poor and then they saw recharging without any quality. A replacement recharger telemetry module (rtm) was sent out. Patient called back saying they got a replacement recharger, but patient was thinking the issue might be with another part and didn't think controller was charging from ac power supply as they saw a screen with a red caution saying battery empty. Patient had controller plugged into ac power on the call and reported green light was solid. When patient unlocked controller, they saw implant battery empty message and confirmed controller was 100%. Agent ensured patient had the replacement recharger and had them try to start a recharge session and patient was stuck on the connecting screens. Agent had patient reset controller and clean connections, then try to start another charging session, but patient kept getting poor quality. Agent had patient reposition paddle but they still got poor quality. Agent asked if patient had any recent falls, patient said they have fallen and a pt was coming tomorrow to work on their balance, however when agent tried to clarify if their fall was around the time the issue started or farther back, patient didn't give a clear answer. Agent redirected a couple times to doctor to further address the poor quality, but patient was insistent on the controller being the issue and needing a replacement. Agent sent replacement controller request to repair and redirected to follow up in person should the issue continue. Pt called back and said that they got the replacement controller but the issue is still persisting. Reviewed that since new rtm and controller have now been sent, the next step is to follow up with hcp/rep.